Event description:
It was reported that an asymptomatic patient presented for a pre-device change out appointment and it was noted that the right ventricular lead had switched polarity as a result of low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.